Event description:
As reported for this event by the customer, during a therapeutic laparoscopic colectomy, while the doctor was operating on the colon, the device teflon pad piece separated and fell into the patient. The piece was retrieved from the patient. No information is provided if there was delay in the procedure due to this event. There is no harm or adverse impact to the patient. The intelligent tissue monitoring (itm) was on during the procedure as is usual for the facility. The user understands the function of itm (which is a support function and may not always detect if the tissue is cut).

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
Correction to d9 and h3 , the product was returned 27dec2021. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated where it was confirmed that the probe was broken. The coating of the probe was also peeled off, the exposed probe surface was found to have scratch and the tissue pad was worn away. There were no scratches in the grasping section at the starting point of the broken probe. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument. The following step-by-step scenario likely caused the event: 1) when output in seal & cut mode, the probe came in contact to metal or a surgical instrument. 2) this caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. 3) the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 4) the probe broke when added some load. The tissue pad was likely worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated in seal & cut mode after a transection of tissue. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.". "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.". "The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.".